Event description:
It was reported that pump experienced malfunction alarm with code 12 and corresponding fault indication, without any notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer had not previously reset pump for this issue and currently lacked charging cable, so plan was for customer to obtain cable and then contact technical support to be guided through pump reset and confirm pump serial number; no additional information was received regarding the outcome of the event. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.